Manufacturer narrative:
On 27 june 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: from the visual inspection of the explanted and disassembled components we can appreciate the internal wear of the pe liner caused by the motion of the femoral head. The cavity created by the wear is deep enough to block the normal motion of the head. The external surface of the liner appears normal without signs of local wear.

Manufacturer narrative:
Batch review performed on 02 june 2016. (B)(4). No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Not yet received.

Event description:
Revision surgery due to cup mobilization, probably due to a pelvis fracture following a fall happened in 2014. The ball head was found blocked into the liner and the surgeon replaced them as well.

Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: I think the traumatic event contributed to the blocking of the ceramic head in the liner. Wear had been happening throughout the 13 years, but it's unlikely that the head comes to a locking position, because it's normally a continuous, progressive movement. On the other hand, if you hammer a head in a worn pe insert, you may create a footprint that makes rotation difficult. A trauma capable of breaking the pelvis is a significant one, in normal bone conditions, therefore I think the root cause lies in the trauma associated with normal wear. On 02 august 2016 it was prepared a final report with the information submitted in this report and in the previous ones. On the same date the report was sent to the initial reporter and the case was closed.